Event description:
Health care professional reported 2 incidents of cracked headers on dialyzers noted during use with minimal blood loss. Per the health care professional, able to switch out dialyzers and continue treatment. Per the health care professional, no patient injury associated with this report. Reuse unknown.